Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 805.606.02s. Lot: 7l36986. Release to warehouse date: 06.nov.2020. Expiration date: na. Supplier: na. Manufacturing site: werk bio oberdorf. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that this was an orif surgery treating zygomatic fracture performed on (B)(6) 2021, with the products in question. The surgery was completed successfully with no surgical delay. From about 3 months after surgery, swelling and disappearance of the cheek on the affected side have been repeated. At first, the surgeon thought the symptom was a foreign body reaction caused by an absorbable plate and decided to continue to follow up until the plate was absorbed. However, the symptom has been persisting 1 year and 5 months after the surgery. The surgeon commented that the clinical symptom was suspected to be angioedema (quincke's edema). This report is for a 1.5mm rapid resorbable cortex screw 6mm-sterile. This is report 3 of 3 for (B)(4).